Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no patient information provided to date after calls to customer 05/09/24 and 05/17/24. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a system require restart and loss of mechanical ventilation. The patient was switched to manual ventilation, unit replaced, and case resumed. There was no patient injury.